Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a system upgrade procedure, two left ventricular (lv) leads were attempted but not used. It was noted that the patient's left side was occluded, thus causing both leads to have high thresholds, phrenic nerve stimulation and unstable positioning. The patient's physician decided to switch the patient to a right side device and leads. No patient complications have been reported as a result of this event.